Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13 month complaint history review and service history review for similar complaints was performed for serial (B)(4) from 04-dec-2017 through (B)(6) 2018. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 1 - introduction and applications, states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. In chapter 5- maintenance procedures, under daily checklist states: be sure to check the following items before starting analysis: (1) column, the maintenance schedule is 2500 tests; (2) filter, maintenance schedule if 400 tests. The most probable cause of the reported event was due to over-used column (maximum limit of 2500).

Event description:
On (B)(6) 2018, a customer reported getting fast retention time (rt) of 0.65 minute (the acceptable range is 0.57 to 0.61 minutes) on quality controls (qc) on the g8 instrument. Per customer, the column injection count was 2540 (maximum recommended is 2500 injections). Technical support specialist (tss) advised the customer to replace the column, filter and adjust the flow factor (ff). Afterwards, tss advised the customer to run whole blood primer, calibrate, and run qc to check retention time. On 05-jan-2018, tss followed-up with the customer. The customer reported that after changing the column and ran qc as suggested by tss, the rt is 0.60 minute. Customer also noted all results are within acceptable range. The g8 instrument is functioning as intended. No further action required from technical support. It is not known whether hemoglobin a1c results were different before and after the retention time adjustment. There is no indication of any patient intervention or adverse health consequences due to this event.